Event description:
Caller had an arrest cassette leak last week. They used a 5001104 and there were no further incidents. This is all the information the caller gave (amount of leak unknown, lot number unknown, sample not saved).